Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number:7078423, model/catalog description: infinion cx lead kit, 70cm, unique identifier:(B)(4). Model number/catalog number:sc-2317-70, serial number: (B)(6), batch/lot number :7078427, model/catalog description: infinion cx lead kit, 70cm, unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient spinal cord stimulator (scs) was no longer providing adequate pain relief. The patient underwent a scs system explant procedure. The explanted device components were not returned. No further information could be obtained despite good faith efforts.